Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 49mg/dl, 179mg/dl, 53mg/dl. Tests were done wtihin <10 mins with a difference of 77mg/dl. Pt did not experience any adverse events. No further info has been reported.